Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 09feb2021. It was reported that inflation failure to cross the lesion occurred. A 38 x 3.50 apex promus premier drug-eluting stent were advanced for treatment. However, during procedure stent balloon expandable could not cross lesion. The device was removed from the patient's body. The procedure was completed. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.